Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9fr introducer sheath and the dilator were received for product evaluation. Visual inspection revealed that the valve was nested in the sheath hub where the top and bottom of the valve are oriented parallel to the sheath hub. The distal tip of the dilator was viewed under microscope and did not have any damage or gross anomalies. The crosscut valve was not in the correct orientation. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the dilator was inserted off-center into the valve, dislodging the valve from its intended orientation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): not required for product code. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the introducer sheath was placed in the pateint's jugular vein blood start oozing from ik valve. They removed the sheath and replaced it with another sheath. The result was some blood loss. There was no harm to the patient.per mhra report: "once sheath inserted into the patient it was evident the valve was not working as blood came pouring out. Some blood loss. Removed the sheath and replaced it with a non faulty sheath."additional information was received on 08oct2019. The procedure being performed was a jugular vein puncture for ivc removal. The first 9fr sheath was used. Blood was gushing out through the valve, the valve was faulty. It was swapped for another one which was fine.